Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system. A 1:1 rhythm was observed and a ventricular episode was declared, interrupting the mode switch. The rate dropped out, followed by a mode switch, where an abnormal signal was observed on the right ventricular (rv) channel. Further review revealed atrial tachy response (atr) fallback pacing in ddi mode competing with the patient's intrinsic rhythm due to blanking/refractory. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.